Manufacturer narrative:
This cypher sirolimus-eluting coronary stent is distributed outside of the united states. However, it is similar to the united states cypher sirolimus-eluting coronary stent. This is one of two products involved in the same pt and report under mfg numbers 9616099-2007-00839 and 9616099-2007-00921. Add'l info will be submitted within thirty days upon receipt.

Event description:
The report received from the cordis clinical study associated two cypher stents with a myocardial infarction, which occurred on the same day after implantation of the stents in the mid and distal left anterior descending coronary artery (lad). The main indication for the percutaneous coronary intervention was unstable angina. Cypher 33300 was implanted in the proximal lad at 14atms. The lesion was de novo, eccentric with little or no calcification and classified as type c. It was also 12mm long and 3mm wide with 75% stenosis. Predilatation was conducted with a 2.5mm x 20 mm balloon at 14atms. And post dilatation was conducted with a 3.0mm x 20mm balloon at 16 atms. Post procedural slight narrowing in septal coronary was noted, but not treated. Cypher 08300 was implanted in the distal lad at 12 atms. The target lesion was de novo and eccentric with little or no calcification and classified as type b. It was also 6mm long and 3mm wide with 50% stenosis. Pre dilatation was not conducted, but post dilatation was conducted with 3.0mm x 20mm balloon at 16 atms. On the same day after implantation of both stents, the patient experienced a myocardial infarction; the location undetermined. The event was determined to be unlikely related to the cypher stents and possibly related to the procedure. Patient was discharged home two days later in stable condition.